Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a t2 pre-deployment. Following the deployment of t1 it was seen that the knot was trapped on the t2 implant. Both implants and the suture were removed from the patient and a back up device was used to complete the procedure. No delay or patient injury were reported.

Manufacturer narrative:
Device investigation narrative - a review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time. (B)(4).